Event description:
It was reported that patient came in for unusual low voltage and power disconnect alarms. The patent was sent home with new clips and new batteries. That had stopped disconnect alarms for roughly a day, then the patient called back with further alarms to be investigated. Submitted log files captured some odd power cable disconnect alarms. The issue appeared to be on the white cable side. Since the battery clips and batteries had been replaced, and the issue still occurred. Tech service stated that the controller power cables may be fatigued. The controller was exchanged. The alarms temporarily resolved. Additionally, they were having frequent low flow alarms then got admitted. It was thought due to dehydration, thus they were hydrated; it seemed to help. An echocardiogram (echo) showed their right ventricle (rv) was huge, thus the speed was decreased to 9000 from 9200. The patient had huge rv pre-lvad condition, to some degree. It had been stable for the last few years. Right ventricle dysfunction was not caused or contributed by a device issue. The patient was adamant about going home. They then came back in on (B)(6) 2024 with complaints of the low voltage alarms again which coming from the black lead per patient. All pins appeared intact. The patient was using all new equipment, which was verified by ventricular assist device (vad) coordinator. It was also noted that the patient had low flows more on controller pcx-21880. Low flow alarms were decreased in frequency but still occurred. Changing the controller (pcx-21880) resolved the low flows completely. The patient was asymptomatic during low flows. The low voltage alarms resolved with changing battery, clips and controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. Although the account initially thought the alarms were due to dehydration, they did not resolve with fluid treatment. A specific cause for the alarms could not be conclusively determined. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported right ventricular dysfunction and dehydration could not be conclusively established through this evaluation. The submitted log files collectively contained events from (B)(6) 2024. Intermittent low flow events were captured on (B)(6) 2024. No other notable events or alarms associated with the pump were observed. The pump appeared to function as intended throughout the duration of the files. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, and heartmate ii lvas patient handbook, rev. C, are currently available. Section 1, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate ii left ventricular assist system. This section also provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿), discusses the potential development of right heart failure during or shortly after pump implant, and outlines the associated treatment options. This section also states that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also lists hypovolemia as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.